Event description:
There was an allegation of questionable potassium results from the cobas c 303 analytical unit. The initial result was 5.7 mmol/l. The repeat result was 3.8 mmol/l. A new sample was drawn from the patient, and the result was 3.8 mmol/l. The result of 3.8 mmol/l was believed to be correct.

Manufacturer narrative:
The electrode lot number was fnd with an expiration date of 07-nov-2026. The field service engineer checked the analyzer and did not find a cause. He checked the sample probe, ise nozzles, electrode block, and syringes. He ran ise precision testing, which passed. The investigation is ongoing.

Manufacturer narrative:
The investigation could not determine a specific root cause. The calibration and qc recovery were acceptable. The analyzer alarm trace contained no conspicuous events. The instrument performance was verified, and the issue appeared to be resolved.